Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoracoscopic lobectomy procedure. For the fourth firing for the right lower lobectomy, at bronchus resection, connected a reload to a manual stapling handle. The surgeon fully fired the device and then opened the jaws. However, the center part of the staple line was incomplete. The bronchus was not calcified or thick. The unstapled tissue was brittle. The staples were 'b' formed and stuck vertically on the unstapled tissue. The surgeon manually sutured the staple line to recover the case. Oozing bleeding occurred as a result of the issue.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.